Manufacturer narrative:
Eval: results: the discomfort per event details is due to implant location. The event cannot be confirmed by product analysis testing. No alleged functional failure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her ipg on (B)(6) 2008. It was reported the pt wanted the ipg removed because of pain experienced at the ipg site, in the left buttock area. The ipg was removed and the remaining scs system devices were left in place for another ipg implant in the future. No further complications were reported.